Manufacturer narrative:
Results of investigation: the suspect component was returned to vyaire medical for evaluation. The root cause was determined caused by a known issue referred to as apphang b1. As a resolution, bug fix improvements will be implemented on next sw release.

Event description:
It was reported to vyaire medical that the bellavista1000e us 17,3" ventilator had user interface issue detected before placing on a patient. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.